Event description:
When the device was used during a hemimorrhoidectomy procedure, it partially stapled and the staples were malformed. The case was completed by hand suturing. There was no pt consequence.